Event description:
A young male patient went to the doctor's office to have an epidural procedure on (B)(6) 2009, using the ice product. It is unknown what level of spine the injection was given. Initially, the patient had an anxiety attack and called the doctor. The patient then lost motion in his arms and legs 12 hours after the injection. Patient was paralyzed from the neck down. The patient was admitted to ICU at (B)(6) hospital. The doctor has the pump and would like to have the solution tested in the pump and would like to have the solution tested in the pump to see if there was a chemical reaction between the solution and pump. The doctor presently is not ready to release the pump. Doctor had an MRI performed. The root cause of the patient's paralysis is unknown at the time of report on (b)(9) 2009.

Manufacturer narrative:
Insufficient information was provided for further investigation. A root cause could not be identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a discrepant hemoglobin a1c result for one patient sample. The initial result was 9.0% and was reported. The physician, an endocrinologist, did not believe the result as the patient's fasting glucose result was 70 mg/dl. On (B) (6) 2010, the original sample was repeated and a result of 5.6% was received. The user did not believe any treatment was affected by the discrepant result. The hemoglobin a1c reagent lot number was 62628601. The field service representative could not find a cause and ran a check test to verify the analyzer operation. The check test results were within range.